Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part number: 04.137.004s lot number: 9623p81 manufacturing site: raron release to warehouse date: 06 mar 2024 expiration date: 01 mar 2034 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction/internal fixation surgery for a patella fracture on (B)(6) 2024. The surgery was completed successfully without any surgical delay. After surgery, the bone fragments dislocated, so that a revision surgery was scheduled. Based on the x-rays, the surgeon and the sales rep talked about the affected area before and after the surgery. The surgeon speculated that this was a technical error. Originally, it was an unstable fracture around 6 parts, so that three screws were inserted in the plate legs area. The two of three screws were short, and they could not capture the proximal bone fragments. The patient status was reported to be stable.